Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the patient experienced vague symptoms including increased pain and malaise around thanksgiving and christmastime, but was not specific. The hcp stated the timing did not match. The patient called them "flare-ups" but otherwise the pump appears to be working properly. The cause of the event was not determined. Actions taken regarding the event include continuing to monitor, and the patient would return to the clinic if symptoms of withdrawal or increased pain occur. The hcp also mentioned the reservoir volume prior to refill was 8.4ml and 8ml were aspirated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) and consumer (con) regarding a patient who was receiving unknown morphine via an implantable pump for non-malignant pain. It was reported that hcp stated she noticed the motor stall recovery message when pump was read prior to a refill. The logs showed a motor stall and recovery on 2026- nov-05 but hcp stated patient did not have an magnetic resonance imaging (MRI) at that time. The patient also reported a change in symptoms around thanksgiving and again around christmas. The pump had not yet been refilled, so any volume discrepancy was unknown.